Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was found that the customer was using an older service manual. The customer was provided the current version of the service manual and service bulletin.

Event description:
It was reported that the unit failed pressure accuracy testing at the baseline. There was no patient involvement. The event date was not specified; estimate used.